Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no reported adverse effect to the customer's blood glucose level. It was also reported that the battery gauge was fluctuating. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.